Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Investigation status: an investigation by the ge service center determined there was no service record found for this event. Additional information is not available to support further investigation. It is possible the service was performed by an unknown third party. The repair is unknown.

Event description:
Per (B)(6) database: it was reported that a malfunction occurred during a case, the system shutdown resulting in loss of ventilation. The patient was manually ventilated, unit replaced, and case resumed. There was no patient injury.